Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of gastric haemorrhage ('bleeding in my stomach because of essure') in a female patient who had essure inserted. The patient's previously administered products included for an unreported indication: mirena. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced gastric haemorrhage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the gastric haemorrhage outcome was unknown. The reporter considered gastric haemorrhage to be related to essure. Concerning the injuries were reported in this case, the following one were described via social media: gastric hemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-dec-2019: quality safety evaluation of ptc (product technical complaint); incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of gastric haemorrhage ('bleeding in my stomach because of essure') in a female patient who had essure inserted. The patient's previously administered products included for an unreported indication: mirena. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced gastric haemorrhage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the gastric haemorrhage outcome was unknown. The reporter considered gastric haemorrhage to be related to essure. Concerning the injuries were reported in this case, the following one were described via social media: gastric hemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-dec-2019: this case (B)(4) was found to be duplicate with this case (B)(4). In both cases patient name and source document were exact same. Case (B)(4) should be mark for deletion. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of gastric haemorrhage ('bleeding in my stomach because of essure') in a female patient who had essure inserted. The patient's previously administered products included for an unreported indication: mirena. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced gastric haemorrhage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the gastric haemorrhage outcome was unknown. The reporter considered gastric haemorrhage to be related to essure. Concerning the injuries were reported in this case, the following one were described via social media: gastric hemorrhage. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.